Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The lesion was in the av (arteriovenous) hemodialysis shunt located in the right antebrachium; the lesion characteristics are unk. While outside of the pt's body, a non-bsc guide wire was loaded into the synergy balloon catheter and the guide wire became entrapped within the balloon catheter. The balloon catheter was unable to be removed from the guide wire, therefore, the procedure was completed with a 6.0 x 40mm sterling balloon catheter. No pt injury or complications were reported. The pt's condition was reported as good. Multiple attempts to obtain additional info have been unsuccessful.